Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
H10: additional manufacturer narrative: reference to MDR report number 2015691-2023-16689 for additional event within the same medical article. The date of event is unknown. However, the article was received for publication on the 15th of june, 2023. Therefore, the 'received for publication date' was used as the occurrence date. The subject device is not available for evaluation as it remains implanted in the patient. Attempts have been made to obtain additional information. However, the customer was not willing to provide any further details on this event. Article citation: husain a, meier d, dundas j, akodad m, jelisejevas j, zaky f, wood da, sellers sl, leipsic ja, blanke p, sathananthan j, webb jg. Bioprosthetic valve fracture 3 years post-valve-in-valve tavr. Jacc cardiovasc interv. 2023 sep 25;16(18):2329-2331. Doi: 10.1016/j.jcin.2023.07.014. Epub 2023 aug 23. Pmid: 37632483. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " bioprosthetic valve fracture 3 years post valve in valve tavr" , corresponding author dr. (B)(6), the following event was identified as pertaining to an edwards device: a 76-year-old woman with a valve model 3300tfx23mm implanted in aortic position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A 23mm transcatheter edwards valve was implanted within the surgical device. As reported, the patient remained stable and was discharged on post-procedural day 5 with complete resolution of hematoma observed on 1-month follow-up computed tomography (CT).